Event description:
A practice contacted aesthetics biomedical (abm) with an image of a patient with hypertrophic scarring and healing lesions on their abdomen after a recent ultravision treatment. Abm's chief medical officer (cmo) immediately initiated contact with the practice to speak with the practitioner to gain more knowledge and understanding about the treatment. The cmo spoke with the practice owner who provided information that was contained in the patient chart. The settings that were provided to the cmo included power levcel 8 (40 watts), 700 ms, 1 mhz, 2 passes at a depth of 3.9 mm with a 60-array insulated needle set. The treatment parameters were not within abm's suggested treatment guidelines for the target tissue. The cmo attempted to obtain more information, requesting that she be able to speak with the aesthetician who performed the treatment but was not given the opportunity.

Manufacturer narrative:
The treatment results depicted in he image provided by the practice were not consistent with the settings reported by the owner, suggesting a more superficial depth. The treatment results reflected the amount of energy delivered was inappropriately higher than those recommended by the manufacturer for the target tissue. A certified letter was sent to the practice requiring additional training for continued use of the device.